Event description:
Consumer called stating that he sets his irc5lx concentrator to the prescribed setting and the compressor pump will shut off and on. He is not getting the prescribed amount of oxygen. This is an obsolete model concentrator. The consumer had ordered and received a new model which he is very happy with. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1118353 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.